Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "fluid around implant" confirmed via mammogram and MRI, pain and an implant exchange from textured to smooth due to the patients concerns with the product. Device remains implanted.